Manufacturer narrative:
Investigation: review of DHR revealed all required challenge samples, set-up and in process testing was performed in accordance with the quality plans. The alleged defect could not be identified or confirmed and a root cause could not be established as no units or photos were provided for observation of testing of this incident. Without the actual sample for evaluation and testing there was no physical evidence to confirm or support manufacturing process related issues for the reported defect.

Event description:
It was reported that bd nexiva¿ closed IV catheter system with dual port tubing is pulling apart at the y during use. No serious injury or medical intervention was reported.

Manufacturer narrative:
A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It was reported that bd nexiva¿ closed IV catheter system with dual port tubing is pulling apart at the y during use. No serious injury or medical intervention was reported.